Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 460 mg/dl at the time of the incident. Another blood glucose level was 340 mg/dl. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 460 mg/dl and sensor glucose was 65 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at unknown. No harm requiring medical intervention was reported. The sensor will be returned for analysis.